Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/20/2019. The product support recommended replacement of the flow sensor and provided the customer part number. Per biomedical engineer replacement of the flow sensor assembly corrected the reported problem. The gas delivery system (gds) was return for analysis. An investigation was performed and the root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the oxygen flow accuracy test. There was no patient involvement.